Event description:
It was reported the device changed modes while locked. The reported device setting had been vvi with little pacer activity and the device was found to be in a synch mode when discovered. The patient received unsolicited pacing. It was also reported the face plate is scratched (screen scarred and hard to read settings). The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported mode switching issue; device passed all incoming functional tests. Analysis confirmed the keyboard is scratched. Analysis also found the side bail covers are broken and the battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.